Manufacturer narrative:
The field service engineer (fse) troubleshoot the system and found a problem with metal band under the scopo unit. The metal band is very thin without sharp edges. The fse replaced the metal band, this solved the problem. (B)(4).

Event description:
The customer reported that the metal strip fell out during a fluoroscopy.